Event description:
I am a patient with type 1 diabetes using the omnipod 5 automated insulin delivery system. This device presents a serious safety issue when transferring to a new phone. In most modern mobile systems, when a user upgrades their phone or switches carriers, apps are backed up and restored with their data. Patients reasonably expect that their settings will transfer intact, as they do with the majority of other apps, including many medical ones. With omnipod 5, however, when the app is restored on a new phone, all pump settings are erased. The app treats the user as if they are starting from scratch. This includes insulin-to-carbohydrate ratios, correction factors, basal rates, target glucose values, and other critical parameters required for safe insulin dosing. This creates a major safety risk. Patients are not warned that their settings will be lost during phone migration, leaving them in a situation where they may not have the information needed to reprogram their pump. Many patients -- particularly children, elderly patients, or those with cognitive issues -- may not know their exact settings. Even well-informed patients may struggle to input them accurately under stress. To make matters worse, after a phone transfer, the app does not immediately allow the patient to re-enter their settings. Instead, it forces the user to rewatch the full training video before the app will function. This requirement delays access to safe insulin delivery even further at a time when every hour can matter. The potential consequences are severe: ¿ if the patient cannot restore their settings quickly, they may be unable to use the pump safely for hours or days. ¿ if they guess incorrectly when re-entering settings, they risk overdosing or underdosing insulin, which can result in severe hypoglycemia, diabetic ketoacidosis (dka), seizures, hospitalization, or death. In my case, after moving to a new phone, I was forced to manually re-enter all of my settings. I had written records, but most patients would not. Omnipod support confirmed to me that there is currently no backup or transfer option for these settings. This represents a serious and preventable design flaw. Given the critical nature of insulin pump parameters, the app should: 1. Provide secure cloud backup or local transfer of pump settings during device migration. 2. Eliminate unnecessary delays, such as repeating the training video, before patients can safely use the app. Without such safeguards, patients face immediate danger during something as routine as a phone upgrade or replacement.